Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on (B)(6) 2022 but it had happened a few times in the past as well

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on 01sep2022 but it had happened a few times in the past as well per sample received on 21sep2022, it was noted that the foley catheter with batch-nggn0060 was returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter was leaving an elevated ring where it was inserted causing abrasion to the patient. There was no medical intervention administered as a result of the defect. The event occurred on 01sep2022 but it had happened a few times in the past as well. Per sample received on (B)(6) 2022, it was noted that the foley catheter with batch-nggn0060 was returned for evaluation.